Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure an nrg transseptal needle was selected for transeptal puncture. It has been mentioned that energization could not be performed. No error code or alert was displayed when rf was attempted. The cable was replaced along with rf needle to complete the procedure successfully. The generator was in the ready mode when the issue occurred, and rf tone was heard when energization was attempted. No challenges noted in the patient's anatomy. The tenting of septum was confirmed before attempting to deliver rf. The needle was not manually reshaped prior to the procedure and no other visible issues noted. The product is not expected to be returned as it was disposed in the facility.